Event description:
It was reported that during the site visit biomedical engineering has performed extensive testing with the suspect device that was reported to have under infused. Bd tpc advised that the device should be sent in for investigation even though they have not found any issues and the testing did not show any infusion deviations. Devices will be returned they just need to have the shipping label resent to them biomedical engineering. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.